Event description:
Reporter noted high iop resulted in retinal injury during surgery. Unable to reduce high iop with first system. Re-spiked bottle and released a strong back pressure. Changed to another system; still had high iop. Device was disconnected, noted high back pressure again. Same device was re-spiked for a third time and case was completed.